Event description:
The customer reported the system boots up slowly. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the hard drive and reloaded system software. Tested system, system operates as intended.